Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the blade broke. Case completed with the same product. There was not pt consequence.